Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon performed the patient's original total knee in (B)(6) of 2019. After their knee surgery, the patient suffered a quad tendon rupture and needed it to be repaired. After the quad tendon repair, the patient began to develop some instability in their knee. The surgeon decided it would be best to perform a poly swap and upsize the poly. The size 8 5mm cr fb insert was removed and trials were performed with a few different thickness poly's. The surgeon found the size 8 7mm cr fb insert to be best and the real implant was opened and inserted. The knee was run through a range of motion and found to be satisfactory. Closing process began. Doi: (B)(6) 2019, dor: (B)(6) 2020, left knee.